Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right atrial (ra) lead showed non pacing and failure to capture during a ventricular episode. Technical services (ts) mentioned that during the ventricular episode it was expected from the device to switch to a ventricular pace and sense mode. Furthermore, the electrogram (egm) showed a very sick heart, according to the morphology so the failure to capture was deemed related to patient condition for this ra lead that remains in service. No adverse patient effects were reported.